Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood rna tube, the tube underfilled due to low vacuum. There was no health impact or consequences reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in duplicate of report 1917413-2024-00328. Therefore, this MDR will be canceled.

Event description:
It was reported when using the paxgene® blood rna tube, the tube underfilled due to low vacuum. There was no health impact or consequences reported.